Manufacturer narrative:
12/13/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a hysterectomy procedure, the staples did not close properly. The surgeon manually sutured to complete the procedure. The hosp has reported taht no pt injury occurred.